Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (55 mg/dl). Reportedly, low bg's are due to the customer exercising and forgetting to eat. Customer drank juice to stabilize bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.